Manufacturer narrative:
Three images were submitted to product performance engineering. The images appear to show the tangle catheter and damage. The catheter had displaced electrodes and distal coupler. The tubing was corrugated and the nitinol frame had been cut. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported withdrawal difficulty and damage to the paddle is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure a catheter entanglement occurred. During the procedure, as the patient was receiving conscious sedation, the patient became disoriented and pulled the sheath, his catheter, right atrial catheter, right ventricular catheter, and the advisor hd grid catheter at the femoral artery insertion site. As the sheath and catheters were pulled the advisor catheter became entangled with the his catheter within the sheath. Due to the entanglement the catheters were retracted back through the sheath and cut by the user in order to remove both catheters. The patient was intubated and fully sedated in order to complete the procedure. There were no adverse patient consequences.